Event description:
St jude medical was notified that the device was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on 11/1997, in which all infections occurred within 30 days of implant shall be reported. This agreement followed an inspection by the FDA.